Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there were no unexplained power interruptions observed in the black box. Unrelated to the original complaint, the battery compartment was cracked. The battery cap attached securely to the pump and was exercised for 24 hours with no power issues occurring. There was no damage to the battery cap threads, but the brass contact on the cap was bent; the caps width was found out of specification. There was corrosion observed in the battery compartment and the pump was found to be leaking. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Correction to: the serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.